Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the ER after receiving inappropriate therapy. Review of episode revealed the therapy was delivered when true atrial events falling into the pvab led to the misdiagnosis of vt due to programming. Programming changes were made. Patient will be monitored closely.